Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the elevated impedance and loss of stimulation was not determined. It was noted that the lead had been implanted since 2003 and the physician speculated that it may be scar tissue related. The physician offered to option of replacing the entire system and the patient had not made a decision by time of discharge. The loss of stimulation had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient lost stimulation approximately one year ago, all components of the system were reading normal. The rep reported that an impedance check was done all within normal limits however the patient didn¿t feel any stimulation. The rep reported that the healthcare provider (hcp) suggested replacement and the patient wanted to think about it for now. The rep also reported that the patient lost therapy without anything prompting it thought the patient didn¿t seem to remember details as to when the loss of stimulation occurred. The rep reported that impedances were elevated. It was noted that this was different from when the rep reported that they were within normal limits. The rep ran impedances and found nothing greater than 20,000 ohms though the following was noted: 0 with 4,5,6,7 all in the 17k ohms 45 5033 46 5006 47 5428 56 3238 57 3907 67 3211 the rep reported that she tried reprogramming up and down the lead and maxed our settings but was unable to have the patient feel stimulation. It was noted that the patient was no in overdischarge, as the patient had continued to charge. No further complications were reported.